Manufacturer narrative:
A specific root cause could not be identified. The customer was unwilling to provide any further data or information. The customer stated the issue is resolved. No adverse events were reported.

Event description:
The customer stated they were receiving questionable results for folate on their modular analytics e-module (serial number (B)(4)). There were two discrepant results that were reported outside the laboratory. The laboratory repeated the tests and issued corrected reports. All repeat testing was performed on the same modular analytics e-module. The first patient had an initial folate result of 16.43 ng/ml. The repeat result from (B)(6) 2011 was 10.37 ng/ml. The second patient had an initial folate result from (B)(6) 2011 of 20.00 ng/ml. The repeat result from (B)(6) 2011 was 11.70 ng/ml. The patients were not adversely affected by the event. The field service representative could not determine the cause of this event. He replaced seals and o-rings on all syringes. He flushed the reagent and pre-cleaning probes. He ran fishing line through the sipper tubing to check for blockages. He replaced system reagents. He ran system volume and blank cell calibration with passing results. Customer performed calibration and quality control with passing results.